Event description:
The patient underwent a CT scan of the lumbar area. When the stimulation was turned on after the scan it was felt in the abdomen and ribs instead of the buttock and lower extremities. The stimulation was off during the scan. The patient contacted his physician to report the situation and was waiting for a call back. Further information is being requested at this time.

Manufacturer narrative:
(B) (4).